Event description:
It was reported the pt was not receiving adequate coverage. X-rays were taken and revealed lead migration. On (B)(6) 2012, the pt underwent surgical intervention. During the procedure, the doctor damaged the lead. As a result, the lead was explanted and replaced. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.